Manufacturer narrative:
This rv lead was successfully replaced, and will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a decrease in sensing from 19 mv to 2 mv, and the threshold was fine. The sensitivity was programmed from 0.6 automatic gain control (acg) to 0.4 agc. A revision procedure will be performed within the near future. Additional information was received that a lead repositioning procedure took place. Once repositioned, this rv lead displayed good measurements. Subsequently, a second revision procedure was performed due to rv lead dislodgment. The decision was made to implant a new rv lead, and all measurements were within normal range. There were no adverse patient effects reported.